Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unexpected reset occurred. Reportedly, the customer was able to reload the same cartridge and resume insulin delivery. Upon reload, a cartridge change error message occurred. A new cartridge was successfully loaded, and customer resumed insulin therapy. Additionally, the pump time and date were incorrect. The customer did not know how the pump time became inaccurate. Tandem technical support guided the customer through adjusting the pump time and date. There was no reported impact to the customer's blood glucose level.